Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus occlusion test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and no leaking. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated size of air bubble was bigger than soda size. No further details were reported. Air bubbles were not removed successfully. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.